Manufacturer narrative:
The evaluation findings of fiber broken within the connector. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 4.0 mm and appeared unused. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment, indicating that the fiber was recognized. The aiming beam exiting the distal end of the device was extremely weak, with an effective transmission of 15.4%, indicating that the fiber was broken within the connector. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
This manufacturer report pertains to the first of two devices used in the same procedure. Refer to the associated manufacturer report numbers 3005099803-2014-01355 for the other associated device information. It was reported to boston scientific corporation that two flexiva laser fibers were used during a flexible ureteroscopy procedure in the ureter performed on (B)(6) 2014. According to the complainant, during preparation, the physician attached the first laser fiber to the laser console and it would not work. A second flexiva laser fiber was used and it also would not work when plugged into the laser machine. Another flexiva laser fiber was use to complete the procedure. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.